Event description:
A customer reported that during intraocular lens implantation, sutures from two batches were not sharp. The surgery was completed using an alternative suture, and there was no patient harm. This report pertains to two of two different batch reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.